Event description:
Clinical study. It was reported 14 days after a coronary drug eluting stenting treatment procedure, the pt complained of generalized pruritis and generalized rash. The taxus express2 8.8% 2.75 mm x 28 mm stent was successfully deployed in 2004. About two weeks later, the pt reported mild generalized pruritis and generalized rash. The pt was given oral medications (benadryl, allegra, steroids). The pruritis and rash resolved the following month.

Event description:
The pt had the taxus stent implanted in 2004. In about 3 months later, the pt began experiencing pruritis and a rash. The pt did not report this to the facility until about 2 weeks later. The hypersensitivity reaction was resolved in 6/2004, using the following oral medications, benadryl, allegra, and steroids.